Event description:
Infant was tested with inform uj40007459 with a result of lo at 1:35pm and a result of 11mg/dl at 1:15pm. Approx. An hour later, caller reports trying to test the infant but obtained error 83 on 3 different inform devices: uj40007459, uj48010973, and uj40007463. Caller states the pocc ran controls on the device and they functioned normally and fell within acceptable due to error 83's, cureent inform manual: 03034968001-05 0604 indicates that error 83 can be due to extremely low blood glucose, below meter's reading range or that the test strip may be defective. Requested return of all 3 suspect devices and caller declined replacements.